Event description:
During guidewire manipulation, the scrub nurse noted that the polytetrafluoroethylene (ptfe) coating had stripped off of the device during use. There was no reported clinical consequence to the patient.